Manufacturer narrative:
Product event summary: the controllers were not returned for evaluation. As a result, the reported event could not be confirmed. A review of the controllers' manufacturing documentation confirmed that the associated devices met all requirements for release. Differences in estimated flow by the controller, and measured flow by another instrument, may be affected by procedural-related factors; such as changes in viscosity, which is a parameter used in the enhanced flow estimation equation. Variation in hematocrit can occur during the operating procedure as a result of cardiopulmonary bypass, which supports circulation during the implant procedure. The variation in hematocrit is difficult to account for during this time, and as a result, can affect the flow estimation. After the procedure, the patient's hematocrit will stabilize and the estimated flow will reach a baseline that is within expected ranges. Other factors that can contribute to the difference between the estimated flow and measured flow can be related to the accuracy of the measuring system and/or to the clinical state of the patient (whether the aortic valve is opening). Based on the available information, a possible root cause can be attributed, but not limited, to variation in hematocrit due to the procedure, accuracy of the measurement system and/or due to the clinical state of the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the site noted that the flow estimations indicated on the monitor (2.8l/min) were lower than what was indicated via transonic flow probe (4.8l/min). This probe was located at the outflow graft. The site further reported that there was a minimum of 800 to 1000ml difference in the flows between the monitor and the probe. The event was noted post-implantation. The device remains in use with the patient at home with no plans to exchange them at this time. No further information has been provided.